Event description:
"Device turned off after cardio conversion, show if created adverse event. Since 2003, turned pacer off 1st time, guidant turned back on without dr approval. Creating adverse events to cause damage by speeding up heart to 324 bpm."